Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the surgeon was implanting a corail stem and the smaller piece at the end of the corail anterior stem inserter that interacts with the stem broke off. All pieces were retrieved from the patient. The device associated with this report was not returned. A previous investigation conducted by a depuy material scientist in january 2017 has determined use error the most probable root cause. No material or manufacturing defects were observed that could have contributed to fracturing initiation and/or propagation to failure. The depuy material scientist evaluated inserter shafts for (B)(4). Both stem inserter shafts were fractured at the base of the tip, approximately 6 mm from the end of the tip. This is the common area of tip failure on these inserters. No material or manufacturing defects were observed that could have contributed to fracturing initiation and/or propagation to failure. Also, as previously determined the fracture of the stem inserters was caused by high-stress low cycle fatigue, with some reversed bending, likely due to repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was implanting a corail stem and the smaller piece at the end of the corail anterior stem inserter that interacts with the stem broke off. All pieces were retrieved from the patient.